Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of material rupture and failure of implant was received on may 04, 2021 with lot number 1380489. Visual analysis of the returned device identified: underweight, broken shell, red particles in the surface of the shell, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and wear abrasion. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.